Manufacturer narrative:
Follow-up received on 16-mar-2016: new nca number was added ((B)(4)). Company causality comment: this medically-confirmed, spontaneous case report refers to a (B)(6) female patient who was submitted to a hysteroscopy to remove the broken essure (fallopian tube occlusion insert) piece that certainly broke during the placement and was in uterus. The reported event is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported. In this particular case, it was reported that a device breakage certainly occurred during essure placement procedure; therefore a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since removal of broken piece of device was required. A product technical complaint analysis is being sought.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number d30803, implanted on (B)(6) 2015. On (B)(6) 2016, surgical intervention was performed to remove a foreign body corresponding to the device that certainly broke during the placement. Clinical consequences were infectious risk. Essure system was not kept. Follow-up received on 01-feb-2016. Nca number was provided (B)(4). Breakage questionnaire received on (B)(6) 2016 from physician: patient's initial and date of birth were added b)(6). Essure was placed on (B)(6) 2015 and breakage was diagnosed after placement, on (B)(6) 2016, via ultrasound and x-ray. Reason for post-procedure examination: the patient experienced pelvic pain. The inner and outer coil of the insert broke certainly during placement. The instructions in the IFU were followed. There was no deviation from the insertion procedure described in the IFU. Essure was not removed. On (B)(6) 2016, hysteroscopy was performed to remove the broken piece that was in the uterus. There was no patient injury and the breakage could not have led to serious injury under less fortunate circumstances. Outcome of the breakage and associated condition was reported as unknown. Company causality comment: this medically-confirmed, spontaneous case report refers to a (B)(6) female patient who was submitted to a hysteroscopy to remove the broken essure (fallopian tube occlusion insert) piece that certainly broke during the placement and was in uterus. The reported event is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported. In this particular case, it was reported that a device breakage certainly occurred during essure placement procedure; therefore a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since removal of broken piece of device was required. A product technical complaint analysis is being sought.

Manufacturer narrative:
Follow-up information received on 04-may-2016: quality-safety evaluation of ptc: ptc global number: (B)(4). Unique identifier number: (B)(4). Lot number: d30803; manufacturing date: 10-nov-2014; expiration date: 28-nov-2017. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since no product was returned for investigation, we cannot confirm this quality complaint; however, based on the complaint description provided, we are able to conclude that a quality issue is plausible. It is possible during the manufacturing assembly process a small gap was left between the inner coil and inner catheter (they should be butted together during assembly). When the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the micro-insert, the outer coil may sever itself as it is being deployed from the catheter. This severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient. The possibility of pieces of the delivery system or micro-insert breaking off is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible, with a final risk category ill, which corresponds to a confirmed or plausible quality defect which poses a not significant hazard to health. A relationship between the reported medical events and a quality defect cannot be totally excluded. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-may-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically-confirmed, spontaneous case report refers to a (B)(6) female patient who was submitted to a hysteroscopy to remove the broken essure (fallopian tube occlusion insert) piece that certainly broke during the placement and was in uterus. The reported event is anticipated according to the technical analysis. Single cases of essure breakage have been reported. In this particular case, it was reported that a device breakage certainly occurred during essure placement procedure; therefore a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since removal of broken piece of device was required. Based on the available information a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs